Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation. No further information could be obtained.